Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the o2 regulator is blowing out. Customer reported there was no patient involvement.